Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips (1 strip) were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The result of 2.5 and 2.4 alleged by the customer were observed in the meter¿s patient result memory, but the measurement of 5.2 was not found. The customer stated that the same finger was used for the 5.2 inr and 2.5 inr measurements. For a second measurement a new puncture of a different finger is mandatory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 12:34 p.m. The meter result was 5.2 inr. At 1:23 p.m. The meter result using the same finger was 2.5 inr. At 2:07 p.m. The meter result using a different finger was 2.4 inr. The results were reported to the patient's doctor but the doctor had not gotten back to them to advise which meter reading they consider to be correct. It was noted that they did not remember seeing the qc checkmark. The patient's therapeutic range is 2.0-3.0 inr and tests once a week. The patient currently feels good.